Manufacturer narrative:
This device has not been rec'd by this MFR. Therefore, a failure analysis is not available and we are unable to determine the relationship between this device and the cause for this event. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate number.

Event description:
In 2006, it was reported to bsc that during a therapeutic procedure (patient gender and age unknown), the tip and another portion of the device detached from the guidewire. There was no reported damage to the core wire. A retrieval basket was used to retrieve the detached portions. There was no reported complication or ill effect sustained by the pt.